Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("unusual bleeding") and pregnancy with contraceptive device ("unintended pregnancy with essure") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("unusual periods"), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping"), pregnancy with contraceptive device (seriousness criterion medically significant), depressed mood ("no longer happy"), asthenia ("no energic as she was"), dysmenorrhoea ("severe menstrual pain "), menometrorrhagia ("irregular and prolonged menstruation"), abdominal pain ("abdominal pain") and libido decreased ("level of sexual intimacy decline"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, dyspareunia, abdominal pain lower, pregnancy with contraceptive device, depressed mood, asthenia, dysmenorrhoea, menometrorrhagia, abdominal pain and libido decreased outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, asthenia, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, libido decreased, menometrorrhagia, menstrual disorder, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils properly in place, fallopian tubes occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("unusual bleeding"), pregnancy with contraceptive device ("unintended pregnancy with essure") and abortion spontaneous ("miscarriage") in a 32-year-old female patient (gravida 6, para 4) who had essure (batch no. 624839,624494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida, parity 4 and trauma. Concurrent conditions included ovarian cyst ruptured, adenomyosis and post-traumatic stress disorder. On (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("unusual periods"), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping/ lower abdominal pain"), depressed mood ("no longer happy"), asthenia ("no energic as she was"), dysmenorrhoea ("severe menstrual pain"), menometrorrhagia ("irregular and prolonged menstruation/heavy bleeding during menstruation,"), abdominal pain ("abdominal pain"), libido decreased ("level of sexual intimacy decline"), migraine ("migraines"), arthralgia ("joint pain/hips pain"), back pain ("back pain") and headache ("head pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with ibuprofen, cyclobenzaprine hydrochloride (flexeril), oxycocet (percocet), gabapentin, quetiapine (seroquel) and surgery (partial hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, dyspareunia, abdominal pain lower, depressed mood, asthenia, dysmenorrhoea, menometrorrhagia, abdominal pain, libido decreased, migraine, arthralgia, back pain and headache outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, arthralgia, asthenia, back pain, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, libido decreased, menometrorrhagia, menstrual disorder, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepant information as per pfs, essure was not removed. Plaintiff second pregannacy details were captured in case no-(B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: coils properly in place, fallopian tubes occluded concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain,heavy menstrual cycles lot number: 624494 man date: 2007-05 exp date: 2009-04 . Lot number: 624839 man date: 2007-06 exp date: 2009-05 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-oct-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 32-year-old female patient who had essure (batch no. 624839,624494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida, parity 4, trauma, ankle operation, knee operation and vaginal delivery (3 previous vaginal deliveries). Previously administered products included for an unreported indication: depoprovera from 2003 to 2005. Concurrent conditions included ovarian cyst ruptured, adenomyosis, post-traumatic stress disorder, anxiety and elevated liver enzymes. Concomitant products included amitriptyline, cyanocobalamin (vitamin b 12), hydroxyzine hydrochloride, iron, sertraline hydrochloride (zoloft), trazodone and zolpidem tartrate (ambien). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("heavy bleeding during menstruation"). In 2009, the patient was found to have a pregnancy with contraceptive device ("unintended pregnancy with essure"). On (B)(6) 2009, the patient experienced abortion spontaneous ("miscarriage"), 1 year 11 months after insertion of essure. In (B)(6) 2012, the patient experienced abdominal pain lower ("cramping/ lower abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("unusual bleeding"), menstrual disorder ("unusual periods"), dyspareunia ("painful intercourse"), depressed mood ("no longer happy"), asthenia ("no energic as she was"), dysmenorrhoea ("severe menstrual pain"), menometrorrhagia ("irregular and prolonged menstruation/heavy bleeding during menstruation"), abdominal pain ("abdominal pain"), libido decreased ("level of sexual intimacy decline"), migraine ("migraines"), arthralgia ("joint pain/hips pain"), back pain ("back pain") and headache ("head pain"). The patient was treated with cefixime (flexeril), gabapentin, ibuprofen, lamotrigine (lamictal), oxycodone hydrochloride;paracetamol (percocet), quetiapine fumarate (seroquel), and surgery (laparoscopically assisted hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, dyspareunia, abdominal pain lower, depressed mood, asthenia, dysmenorrhoea, menometrorrhagia, abdominal pain, libido decreased, migraine, arthralgia, back pain, headache and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, arthralgia, asthenia, back pain, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, libido decreased, menometrorrhagia, menorrhagia, menstrual disorder, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepant information as per pfs, essure was not removed. Plaintiff second pregnancy details were captured in case (B)(4). Second unintended pregnancy on (B)(6) 2010. Discrepancy noted in essure insertion date: (B)(6) 2007. Date of removal: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: coils properly in place, fallopian tubes occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain,heavy menstrual cycles. Lot number: 624494 man date: 2007-05 exp date: 2009-04. Lot number: 624839 man date: 2007-06 exp date: 2009-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("unusual bleeding"), pregnancy with contraceptive device ("unintended pregnancy with essure") and abortion spontaneous ("miscarriage") in a 32-year-old female patient who had essure (batch no: 624839,624494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida, parity 4 and trauma. Concurrent conditions included ovarian cyst ruptured, adenomyosis and post-traumatic stress disorder. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("heavy bleeding during menstruation"). In 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced abortion spontaneous (seriousness criterion medically significant), 2 years 5 months after insertion of essure. In (B)(6) 2012, the patient experienced abdominal pain lower ("cramping/ lower abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("unusual periods"), dyspareunia ("painful intercourse"), depressed mood ("no longer happy"), asthenia ("no energic as she was"), dysmenorrhoea ("severe menstrual pain"), menometrorrhagia ("irregular and prolonged menstruation/heavy bleeding during menstruation"), abdominal pain ("abdominal pain"), libido decreased ("level of sexual intimacy decline"), migraine ("migraines"), arthralgia ("joint pain/hips pain"), back pain ("back pain") and headache ("head pain"). The patient was treated with cyclobenzaprine hydrochloride (flexeril), gabapentin, ibuprofen, oxycodone hydrochloride;paracetamol (percocet), quetiapine fumarate (seroquel) and surgery (partial hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, dyspareunia, abdominal pain lower, depressed mood, asthenia, dysmenorrhoea, menometrorrhagia, abdominal pain, libido decreased, migraine, arthralgia, back pain, headache and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, arthralgia, asthenia, back pain, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, libido decreased, menometrorrhagia, menorrhagia, menstrual disorder, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepant information as per pfs, essure was not removed. Plaintiff second pregannacy details were captured in case no: (B)(4). Second unintended pregnancy on apr 2010 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008: results: coils properly in place, fallopian tubes occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain,heavy menstrual cycles lot number: 624494, man date: 2007-05, exp date: 2009-04. Lot number: 624839, man date: 2007-06, exp date: 2009-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2018: pfs received. Event added: heavy bleeding during menstruation. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("unusual bleeding"), pregnancy with contraceptive device ("unintended pregnancy with essure") and abortion spontaneous ("miscarriage") in a 32-year-old female patient (gravida 6, para 4) who had essure (batch no. 624839,624494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida, parity 4 and trauma. Concurrent conditions included ovarian cyst ruptured, adenomyosis and post-traumatic stress disorder. On (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("unusual periods"), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping/ lower abdominal pain"), depressed mood ("no longer happy"), asthenia ("no energic as she was"), dysmenorrhoea ("severe menstrual pain"), menometrorrhagia ("irregular and prolonged menstruation/heavy bleeding during menstruation,"), abdominal pain ("abdominal pain"), libido decreased ("level of sexual intimacy decline"), migraine ("migraines"), arthralgia ("joint pain/hips pain"), back pain ("back pain") and headache ("head pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with ibuprofen, cyclobenzaprine hydrochloride (flexeril), oxycocet (percocet), gabapentin, quetiapine (seroquel) and surgery (partial hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, dyspareunia, abdominal pain lower, depressed mood, asthenia, dysmenorrhoea, menometrorrhagia, abdominal pain, libido decreased, migraine, arthralgia, back pain and headache outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, arthralgia, asthenia, back pain, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, libido decreased, menometrorrhagia, menstrual disorder, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepant information as per pfs, essure was not removed. Plaintiff second pregannacy details were captured in case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: coils properly in place, fallopian tubes occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain,heavy menstrual cycles. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: pfs received: patient demography, product details, lot number, treatments drugs, medical history added. New events: spontaneous abortion , migraine, arthralgia, back pain, headache,post traumatic stress disorder, ankle and knee surgery. Pregnancy outcome was updated to spontaneous abortion. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.